Event description:
Intialy, the customer reported that the husband was transferring his wife when something broke, they are claiming a weld. The patient fell out from the device. Initially it was reported that the patient suffered a fractured leg, then later it was reported that the patient sustained only cuts and abrasions but was kept in the hospital for observation. During the conversation the family clarified the lift may not have broke and the husband may have played with it. The man is 80 years old so maybe some cognition issues. The device was evaluated after the event and no malfunction was found.